Event description:
A jag percursor was used for a therapeutic common bile duct procedure. During the procedure, when guidwire was retracted, it was discovered that the coating had peeled off. The procedure was completed using another device.